Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had replace battery now alarm and power error detected alarm. The blood glucose was unknown at the time of the incident. Customer did not receive a low battery alert prior to the replace battery now alarm and unattended alarms. Customer reported that, the insulin pump has not been exposed to temperatures below 41 degree celsius. Customer has not previously called to report power error detected. Troubleshooting determined that, the insulin pump should be replaced. The device will be returned for analysis.

Manufacturer narrative:
No unexpected low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Power error 25 due to connector resistance issue. The device passed displacement test, sleep current measurement, active current measurement and selftest.